Event description:
The customer reported to olympus that the angle was set too loosely on the olympus evis exera iii gastrointestinal videoscope. The issue was found during an unknown procedure. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the air/water cylinder and the air/water tube had foreign objects. There was no report of patient injury or medical intervention associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. Due to wear of the angle wire, the play of the up/down and right/left knobs were out of standard and the bending angle in the up direction did not meet the standard value. In addition to the reportable findings documented in b5, the device evaluation found the following: the suction valve cannot be connected smoothly due to deformation of the suction cylinder, the air/water cylinder and the suction cylinder had no color, the scope connector cover unit and the scope connector cover case had corrosion due to water leakage, the light guide lens had a chip, the bending section cover had a cut, the adhesive on the bending section cover had a crack, and the specified resolving power was not obtained due to damage on the objective lens. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was conducted according to the instructions for use (IFU). The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-190 series operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif/cf/pcf-190 series reprocessing manual chapter 5 "reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.